Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter while performing a robotic hernia repair, the surgeon was closing the hernia defect with a suture. It post operatively snapped and caused a bowel resection reoperation. The reoperation occurred five days from the initial operation. To correct the condition they opened the patient and did a primary closure. Currently, the patient is fine and recovering. A laparotomy had to be performed to correct the condition.